Manufacturer narrative:
One cadd legacy 1 pump was received with no physical damage found on it. The event history log was reviewed and the reported issue was not found. Accuracy test was performed and the reported "failed accuracy" issue could not be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. The pump's expulsor will be replaced as a preventative measure in order to bring the delivery into more nominal of a range. There was no fault found with the returned pump.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -13.45%. There was no reported adverse event.